Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving a shock the night before. The device could not be interrogated with two programmers. The telemetry strength was low and no emi source was identified nearby. Interrogation with inductive telemetry was attempted successfully, but no rf telemetry could be established. It was later reported that rf remote transmission was working again.